Manufacturer narrative:
Results: blocker main body migration post-op was confirmed via visual inspection. No relevant manufacturing issues were identified as all units met stryker specifications. Blockers were able to hold down a test rod in a test screw. It appears that the likely root cause of this event is due to the instability in the construct due to the inconsistency of the blocker tightening.

Event description:
It was reported that; explanted rods and set screws.

Event description:
It was reported that; explanted rods and set screws.